Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.5 centimeters in size and located in the very peripheral area of the right upper lobe-anterior segment and was touching the pleura. Imaging included cone beam computed tomography (CT). Instruments used for biopsy under c-arm fluoroscopy included a 21g flexision biopsy needle, compatible forceps, a cytology brush, and a bronchoalveolar lavage was also performed. The procedure was completed as planned with no delays. While the patient was asymptomatic, a chest x-ray was done after the procedure, and a pneumothorax was identified; a chest tube was placed to resolve it. The patient was admitted overnight, then the chest tube was removed, and the patient was discharged home. The physician believes that the pneumothorax was due to the target nodule's close proximity to the pleura and very peripheral location. The physician believed that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.